Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found debris dried around the side rail latch. The technician cleaned and lubed the side rail latch to resolve the issue.